Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the station had no issue logging in and did not require any witness. The technical support specialist (tss) connected with the customer and confirmed that the bio-ID worked fine. The customer also confirmed that the bio-ID worked after the station was rebooted. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user was required to have a witness sign into the station at log in instead of using bio ID. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.